Manufacturer narrative:
Event description: the lens was exchanged on (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (B)(4). Device evaluation : lens was returned in liquid, in lens vial. Visual inspection found a tear on a haptic. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm , tmicl12.6, -13/2.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to risk of angle closure. This exchange resolved the problem. Patient related factor was reported for cause of this event.